Event description:
A journal article was reviewed which contained information regarding this lead. Multiple patients were noted to experience "inappropriate shocks" in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article is about the use of home monitoring (hm) for the "discovery of system issues." The article also references that within three hours post "inappropriate shock" there were patient deaths; however, there is no direct allegation between the shocks and the deaths. The statuses of the leads are unknown. The article concludes that hm can be used for an "early warning system" to assure patients and their physicians of possible system issues. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. The date of death used, is purely an estimate, as there is no specific patient indicated and no actual device-death relatedness. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "automatic remote home monitoring of implantable cardioverter defibrillator lead and generator function: a system that tests itself everyday." Europace. June 1 2013;15(suppl.1):i26-i31. (B)(4).